Event description:
Additional information received that patient had elevated ldh levels noted prior to impella cp placement which continued to rise after the device placement and so the device was upgraded to 5.5 to address the issue.

Manufacturer narrative:
B5 and h6 codes were updated based on additional information. Correction : in the intial report in b5 it was inadvertently stated that the device was 5.5 instead of cp which is corrected in this report. Corrected b5 : an impella cp device was inserted into the right axillary/subclavian artery in a 77-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had red urine and the plasma free hemoglobin (pfhg) was 390. An echocardiogram showed a completely empty left ventricle (lv) chamber. The device position was mid-lv and 3.7cm from the valve. The p-level was dropped to p-7 and fluid was administered. The urine was improving and trending the pfhg. The follow-up pfhg is unknown. The post-procedure outcome is unknown. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
H6 updated. Corrected data d1 updated/corrected. Investigation summary: hemolysis/mechanical interaction with blood: no logs are available. The cause of the hemolysis was most likely patient condition related based on clinical details that hemolysis resolved after administering volume. Renal failure: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 77-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had red urine and the plasma free hemoglobin (pfhg) was 390. An echocardiogram showed a completely empty left ventricle (lv) chamber. The device position was mid-lv and 3.7cm from the valve. The p-level was dropped to p-7 and fluid was administered. The urine was improving and trending the pfhg. The follow-up pfhg is unknown. The post-procedure outcome is unknown. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The device was discarded. B2 death and date of death were added. B5 clinical narrative was revised. B7 added information. E1 added zip code extension as it was omitted from the previously submitted reports. G2 added report source. H1 revised type of reportable event. H6 the second impella 5.5 information was reviewed. Therefore, codes were reviewed and added/deleted. Code e1906 was removed and multiple health effect - impact codes were added due to review of the case.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 77-year-old female patient with a past medical history of prior coronary artery bypass graft (CABG), coronary artery disease (cad), and diabetes, presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR) in the setting of acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient's clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e shock, and she was receiving multiple inotropes and vasopressors and mechanical ventilation for respiratory support. While the patient was in the intensive care unit (ICU), red-tinged urine was observed, and laboratory testing demonstrated an elevated plasma-free hemoglobin (pfhgb) level of 390¿mg/dl, consistent with hemolysis. An echocardiogram revealed a completely empty left ventricle (lv). The impella 5.5 device was positioned mid-lv at approximately 3.7 cm from the aortic valve. In response, the performance level was reduced to p-7, and intravenous fluid was administered. Repositioning was attempted. Following these interventions, urine color improved, and pfhgb levels were trended. The follow-up pfhgb value was not available. Per the field representative, the hemolysis resolved, with pfhgb decreasing to 70 mg/dl within 24 hours and normalizing on subsequent assessment. Despite improvement in hemolysis parameters, lactate dehydrogenase (ldh) levels continued to rise, and the patient developed decreased urine output progressing to anuria. The patient's weight and serum creatinine increased, with creatinine trending from 1.0 mg/dl to 3.8 mg/dl, consistent with acute kidney injury (aki). The patient was subsequently placed on dialysis/continuous renal replacement therapy (crrt/continuous venovenous hemodialysis [cvvhd]), with vascath placement, for management of aki. Hemolysis and acute kidney injury in this clinical context are known and recognized complications in patients with severe cardiogenic shock, mechanical circulatory support, critically altered hemodynamics, and systemic illness, and may be influenced by low ventricular filling, device¿patient interactions, and underlying critical conditions. The patient was subsequently supported with an impella 5.5 device. The patient expired on the day of explant following withdrawal of care. No complaint events were identified with the second impella device. The death is being conservatively reported to the impella cp; however, based on the available information, the outcome is most likely attributable to the patient¿s underlying critical illness and advanced scai stage e.